Event description:
It was reported that the buttons on the insulin pump are not functioning. It was stated that the esc and act buttons were not responding and it was also noticed that the keypad is coming off and device has been alarming button error. Blood glucose value was 7.9 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, peeling keypad overlay, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.